Event description:
During a site visit, welch allyn technical support noted that an acuity system had rebooted itself 3 days earlier. This reboot resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.